Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the extravascular (ev) lead the lead had poor sensing as there was undersensing noted. The lead was not able to detect any ventricular signal in ring1 ring2 with analyzer (both atrial channel with sensitivity at 0.25 and ventricular channel with sensitivity at 0.5mv). Three lead placements were tested (left, midline and in between) and any r wave was detected. The ev-lead was not used as the implant was then aborted because the physician decided to wait before implanting a new device. No patient complications have been reported as a result of this event.